Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was reviewed. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the ipg functions to be as specified. The returned device data have been analyzed. The analysis confirmed the battery status eri. However, for a root cause investigation an analysis of the ipg is necessary. Should the device become available for analysis, this report will be updated.

Event description:
This device shows eri with unexpected battery behavior. Device remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Device explanted (B)(6) 2024 upon receipt, the device interrogation revealed the battery status eri. The amount of charge taken from the battery was verified. The battery condition was found to be as expected. After eri activation, the battery voltage temporarily recovered to a value above the eri threshold. This does not represent a battery malfunction but results in a displayed message during interrogation. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation. Particularly, the final acceptance test proved the device functions to be as specified. In conclusion, the pacemaker was fully functional. The battery status was anticipated.